Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The investigation was unable to determine a conclusive cause for the reported device operates differently (failure to seal)/stent graft leak; however, the reported treatment appears to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient had undergone a previous procedure that same day during which laser atherectomy had been performed. Due to a swelling of the right calf area noted post procedure, the patient was urgently brought back to the cath lab. Angiography revealed a perforation of a small branch off the right peroneal artery that was believed to have been caused by the guide wire in the previous procedure. A total of three 2.8 x 16 mm graftmaster covered stents were used to treat a perforation. The first 2.8 x 16 mm graftmaster stent was deployed across the small perforation, after which extravasation was still observed. Two additional 2.8 x 16 mm graftmaster stents were placed proximal and distal of the first deployed graftmaster stent which sealed the perforation successfully. No additional information was provided.